Event description:
During a total gastrectomy, the device fired malformed staples. Additional sutures were used to complete the procedure. A new cartridge was used to complete the procedure. There was no adverse consequence to the patient.